Event description:
The customer alleged that the unit was leaking cidex. The customer stated that it is unsure where the cidex was leaking from as the 2nd door in the front still had the screws in. There were no reports of physical injuries related to the leak. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer's site. The fse calibrated the air compressor relief valve. The fse moved the fluids through the system with the test box. The fse performed a successful wash/disinfect cycle. There were no leaks observed. The device met the manufacturer's specifications.